Event description:
Spontaneous communication from home health nurse called in and had difficulty resolving error code: 20 empty batteries. Rn replaced batteries and unable to resolve error code. She then tried to plug in pump and also unable to resolve. She requested a replacement pump. Nurse switched to use dial-o- flow for remainder of infusion. Unknown if patient experienced an adverse event as a result. Unknown if patient has defective product on hand. All known information is contained on this form. Serial number: (B)(6). Reported to (B)(6) by: health professional.